Event description:
Information received by medtronic indicated that the insulin pump had unresponsive buttons, battery lasting less than 7 days insulin pump was rejecting new batteries. Insulin pump had a scratches on the display which made them harder to read and had random no delivery alarm. Customer stated button stick down when pressed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.